Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the distal end of the instrument became loose during procedure. A thorough inspection using the hysteroscope was done to check any retained suspected components of the instrument. Then, an ultrasound and CT scan were done for further inspection. A screw approximately 0.5mm in size was discovered in the vaginal canal. It remains unclear if the screw could be removed or not. The overall procedure was completed successfully with a spare device and a surgical prolongation between 15 and 60 minutes.